Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that a bard/davol 3dmax mesh caused injury to the patient subsequent to the device being implanted. As reported, the patient is making a claim for an adverse patient outcome against 3dmax mesh. Attorney alleges that the patient sustained unspecified injury due to hernia mesh device.

Event description:
Attorney alleges that a bard/davol 3dmax mesh caused injury to the patient subsequent to the device being implanted. As reported, the patient is making a claim for an adverse patient outcome against 3dmax mesh. Attorney alleges that the patient sustained unspecified injury due to hernia mesh device. Addendum per legal claim: attorney alleges that on or about (B)(6) 2006, two bard/davol 3dmax meshes (right and left) were surgically inserted into the patient to repair a hernia. It is alleged that on or about (B)(6) 2021, the patient was advised the need to undergo surgery to repair what was ultimately determined to be a failure of the hernia mesh device. It is alleged that as a direct and proximate result of the injuries the patient has suffered, the patient has suffered permanent impairment of ability, has suffered and will suffer in the future great pain of body and anguish of mind. It is alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr submitted (MDR_no. 1213643-2022-90014). This supplemental emdr has been submitted to report the additional details provided in the second legal claim. No conclusions can be made. The patient's attorney alleges permanent impairment and pain; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This supplemental emdr represents the bard/davol 3dmax mesh (device #1). An additional emdr was submitted to represent the bard/davol 3dmax mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.